Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to experiencing diabetic ketoacidosis (dka) considered dangerous and a blood glucose (bg) level over 600 mg/dl. Suspected cause of dka and elevated bg was gastroparesis and other digestive issues. Blood work, ketone insulin drip, glucose drip, phenergan intravenous therapy, and zofran were administered/performed in the ER. Customer fell into a coma and was transferred to the intensive care unit (ICU). Customer was released from the hospital at the end of march (exact date unknown). It was not known if the event resulted in any permanent damage to the customer. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure was identified related to the reported issue; however, a different issue was identified.